Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. It was decided to explant and replaced this device. No further adverse patient effects were reported.